Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this physician contacted boston scientific's technical services on (B)(6) 2017. The physician reported that this patient received inappropriate therapy during an episode of atrial flutter. The physician commented that the implantable transvenous right ventricular (rv) defibrillation lead was oversensing the atrial flutter. The patient's past device history was significant for pacing inhibition and asystole greater than two seconds. (Report#2124215-2016-14389). The physician is planning to replace this rv defibrillation lead with a dedicated bipolar lead. The patient's implanted product history was significant for implant of two epicardial leads. The patient was presented back to the electrophysiology (ep) laboratory. During the extraction procedure, the superior vena cava was torn. Despite reprogramming of the device to pace at 100 ppm and chest compressions, the patient could not be stabilized and died. The field clinical representative was unsure of the status of the device and lead at this time.